Manufacturer narrative:
UDI for gore® excluder® iliac extender component hgb161207: (B)(4). The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. (B)(4)

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an aneurysm of the common iliac artery and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. During post-operative computed tomography angiography, the aneurysm appeared not be excluded as contrast was present inside and it was realized that the internal iliac component hgb161207 had been placed into the saccular common iliac artery aneurysm rather than in the internal iliac artery as intended. As a reason for the misplacement it was stated that in error, the physician had misinterpreted the angiogram in relation to the patient¿s anatomy. There were no c-arm or other visualization issues. Reportedly, blood flow in the internal iliac artery had not been compromised and the vessel remains patent. Currently, the patient is being monitored and there is no immediate re-intervention planned.